Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing elevated blood glucose (bg) levels up to 700 (mg/dl). The customer delivered a manual injection in an attempt to address bg levels. Reportedly, the customer was ill with the stomach flu and believes this contributed to the elevated bg levels experienced. While hospitalized, customer was treated with an insulin drip and released two days later.